Event description:
The customer reported the sys was arcing this issue could cause the sys to shut down un-commanded. There was no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The x-ray tube was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.